Event description:
Per the audiologist, the patient's mother reported that the patient has not made progress with the cochlear implant system. Testing done in 2007, indicated auditory detection within normal hearing range. However, the child did not respond at all to closed-set auditory test. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with three electrode anomalies. A repeat integrity test done four months later, confirmed the results of the first test. An x-ray showed the electrode array was "ok". The anomalous electrodes were deactivated in the patient's sound processor program. The cochlear implant team reportedly plans to explant this device and reimplant the patient with a new device, no surgery had been scheduled at the time of this report 2008.